Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Secondary case was performed on (B)(6) 2018, for an unknown reason. An ovation ix iliac limb was used. No additional event or patient information is available.

Manufacturer narrative:
Subsequent to the initial MDR, it was determined that this was a duplicate event and that had been previously reported under MFR # 2031527-2018-00452; therefore, please disregard MFR # 2031527-2018-00458.